Event description:
On (B) (6) 2010, the pt reported she believes her insulin infusion device has been damaged due to using lithium batteries instead of alkaline batteries for the past 10 months. She said she has changed her infusion set 7 times since (B) (6) 2010. She changed her infusion headset every time she notices her blood glucose readings are higher than normal. She said that if she had a reading of 230-250 mg/dl that normally a bolus of 1 unit of insulin will bring her reading down to 175-200 mg/dl but now only reduces her reading by 3-4 points. The pt stated she will often use her infusion headset 5-6 days if her readings are steady. She is aware of the recommended maximum use of 3 days. Her device adapter has been in use for 10 months. She was advised to change the adapter every 10 cartridge change or every 2.5 months. The infusion device was replaced and requested to be returned for eval.